Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of a calcified common femoral artery after a peripheral interventional procedure. Reportedly, the link broke and the device was removed. Another proglide was used and during the advancement of the knot, it stalled. Hemostasis was achieved using manual compression. There was no adverse patient sequela. Though requested, additional information was not provided.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. The perclose proglide (part #12673-03, lot #930376h) is being reported under a separate medwatch MFR number.

Manufacturer narrative:
(B)(4). Evaluation summary: investigation of the returned device found the posterior needle tip was broken off from the rail end of the suture and was not returned. The device was partially deployed. The complete suture was returned loaded in the device with the knot unraveled and the non-rail end loose. The link and cuffs were not returned. The detachment of the posterior needle tip from the suture and the return of the complete suture mostly loaded in the device, suggested a failure to retrieve the suture was experienced. A link or needle tip detachment will result in a failure to retrieve the suture during plunger retraction and can appear very similar; therefore, the reported experience is confirmed. During testing, a proxy plunger was inserted into the device to test the needle trajectory and the result was acceptable. The suture bearing, bridge, and guide were examined and were found to be normal for a deployed device and not a contributing factory in the event. Some of the causes for a link break are as follows: excessive force during plunger removal, jerky motion or a side wall stick. Gently removing the plunger during the first 2 cm can reduce the link breakage due to these causes. The needle trajectory of each device is inspected twice during manufacturing. No manufacturing or quality issues were detected. The cause for the reported link break and the detected needle tip detachment are generally associated with technique and the operational context during use of the device. Review of the device history record for this lot did not produce any findings relevant to this report.